Manufacturer narrative:
Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture on the high voltage coil causing a high/undefined impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.